Manufacturer narrative:
Pump pedal weldment.

Event description:
It was reported by service report that the pump pedal weld broke where the pedal pivots on the base frame. No patient involvement or adverse consequences are reported.